Manufacturer narrative:
The patient underwent surgical removal of the mesh on (B)(6) 2012, due to pain, erosion, urinary and bowel problems, bleeding, scarring and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure for stress urinary incontinence in (B)(6) 2010 and mesh was used. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion patient experienced infection and neuromuscular problems.

Event description:
It was reported that following insertion patient experienced infection and neuromuscular problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat anatomical urinary stress incontinence, cystocele and a sling was implanted.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.